Event description:
It was reported that the patient¿s stimulator was not working and they were in a lot of pain. The patient saw their doctor the july prior to the report when the device was implanted. The patient was implanted with the ¿original one¿ on (B)(6) 2013. One month later on (B)(6) 2013 the doctor had to go in and reposition it because the stimulator wasn¿t working at all. The patient had had to go through 2 operations. The patient had been working with manufacturer representatives this entire time. The device wasn¿t simple and the patient didn¿t understand it. If the patient couldn¿t get it fixed they would have to have more surgeries and they didn¿t want that because the surgeries hurt. The patient¿s stimulator had not worked from day one and the patient had been in pain since implant. Manufacturer representatives had known of the patient¿s issues since the implant. The last representative the patient worked with did some reprogramming on the patient but it didn¿t change anything. It was noted that the patient¿s ¿original test¿ worked fine and the doctor told the paint that the implant would be even better. The patient was dissatisfied. The manuals the patient had were not any good. The patient had to meet a manufacturer representative at a restaurant the last time. The patient¿s implanting doctor also did a surgery on the patient¿s spine a year or two prior to the device implant. The patient was getting worse and taking pain shots and those hurt. The pain shots were not doing anything for the patient either. The patient noted that they were in misery. The patient was doing ¿terrible¿ and wouldn¿t get the implant again. It was further reported that the patient was not getting any relief. It was further reported that a manufacturer representative was at the patient¿s last revision but did not have the exact date at the time of the report. The last reprogramming session was on (B)(6) 2013 and at that time the devices were fine and the patient was receiving therapy in the areas they wanted. They had done a few more re-programming sessions before that but the patient was not happy. The representative thought that the patient would never be fully satisfied no matter how much they were reprogrammed. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported they had issues with the device since it was implanted. The consumer couldn't tell if the device was working and they were in pain.

Event description:
It was further reported that a manufacturer representative was present for the patient¿s trial, first implant, and revision. At the revision the patient¿s paddle lead was removed and placed retrograde. The revision surgery took place on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).